Event description:
It was reported by the user facility that there was an issue with chamber stability, and the capsule was broken during I/a mode. The capsule bag was soft enough where it was sucked into the I/a handpiece causing the bag to break. A vitrectomy was performed, and the patient is likely ok.

Manufacturer narrative:
A field service technician visited the site, and the reported issue could not be duplicated during evaluation. The system operated normally throughout testing, indicating no identifiable fault at this time. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. We were unable to determine root cause as the issue could not be replicated. The reported issue could not be replicated therefore no corrective action is required at this time, and the system remains operational and in service.